Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. The rhythm was initially detected in the ventricular tachycardia 1 (vt-1) zone and the shock was delivered when the rhythm was redetected in the ventricular tachycardia (vt) zone. Technical services discussed when the device initially detects in the vt-1 zone, detection enhancements would not be available when redetected in the vt zone. The health care professional stated they did not want the patient to receive a shock for this rhythm. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to one ventricular fibrillation zone. The available information suggests this device remains in service. Should additional information become available, this event will be updated.